Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the reservoir had air bubbles. The patient¿s blood glucose was 379 mg/dl, 366 mg/dl, and 386 mg/dl at the time of the incident. Approximate size of air bubbles were the size of a bb. The reservoir is not expected to be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.